Manufacturer narrative:
Additional, changed, and/or corrected data: d3, g1.

Event description:
Healthcare professional reported, unknown side rupture. The device remains implanted.

Manufacturer narrative:
Cont. E.1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.